Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error and customer was unable to bolus. Customer's blood glucose value was 512mg/dl; treated with manual injection. No significant events leading to the event, customer was just lying down when the alar occurred. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received no button response due to flattened act button dome switch. The insulin pump was received with corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratches on lcd window.